Event description:
It was reported that log files were sent for review due to a driveline power fault alarm. Log file review confirmed multiple driveline power faults starting (B)(6) 2022 at 1:38 pm. A modular cable and controller replacement were performed. Related manufacturer's report regarding controller: 2916596-2022-01635.

Manufacturer narrative:
Patient age was estimated. Patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file, as well as from a log file extracted from the returned system controller (serial number (B)(4), evaluated separately) during testing. The data collectively spanned approximately 7 days (25feb2022 ¿ 04mar2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm correlating to a ¿power b broken¿ flag was observed on (B)(6) 2022 at 13:38. The alarm remained active until the patient¿s driveline was disconnected on (B)(6) 2022 at 00:18 in order to conduct the reported controller exchange. Several more ¿power b broken¿ flags were intermittently observed throughout the data that did not result in an atypical alarm. No other notable events were observed. The returned modular cable (lot number 168200) was functionally tested alongside the returned system controller, and atypical events were unable to be reproduced throughout all testing, even when the mod cable was manipulated by hand. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Review of the device history record for the modular cable, lot number 168200, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.